Event description:
It was reported that the patient presented to the emergency department with near syncope and palpitations. Device interrogation found oversensing of noise on the atrial lead. The atrial lead was believed to be fractured. The atrial lead was extracted and was discarded. There were no adverse health consequences to the patient.